Event description:
Boston scientific received information that this patient was undergoing a device replacement procedure for normal battery depletion. During the procedure, the physician pulled both the right atrial (ra) and right ventricular (rv) leads out of the device header and noticed that they were coming apart at the terminal end. The lead measurements were stable; however this patient is dependent. Both the ra and rv lead were surgically abandoned, and new leads were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.